Event description:
It was reported by the customer that when using the bd pyxis¿ es server, patient orders were not crossing from cerner to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders crossing to a discharged visit, not showing at station. A technical support specialist confirmed that messages were being sent from the external system and walked the customer through the process of reverse-discharging the patient visit and resending the orders. The user confirmed that the issue was resolved. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.